Event description:
It was reported that the patient was unable to communicate with their implantable neurostimulator (ins) using either their programmer or recharger units. The patient got a poor communication screen on the programmer, both with and without the antenna attached which had started this monday morning. It was noted that the last time the patient charged the ins was sunday morning and before that it was ¿wednesday a week ago¿. Regarding the communication problem with the recharger, when the patient was directed to place the recharger antenna over the ins and when they started to charge a reposition antenna screen was observed which was the same screen they saw on sunday. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger. (B)(4).